Manufacturer narrative:
(B)(4). The complaint device has been returned, but the device investigation has not yet been completed. Once the evaluation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the device fractured during a sterilization process.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Articular surface provisional returned and technical evaluation show signs of repeated use (nicked or gouged) and is fractured. DHR was reviewed and no discrepancies were found. From information of device field life, a definitive root cause can be determined as wear and tear of device due to normal usage. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.